Event description:
It was reported that multiple inset infusion sets did not adhere properly during application and the user stated they applied them incorrectly, resulting in the adhesive not sticking and the infusion set being deployed incorrectly. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or failure to follow instructions related to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.